Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no ramping numbers on the display. They were unable to confirm the unexpected battery out limit alarms due to the keypad anomaly. There was moisture damage on the electronic assembly. The pump had cracked reservoir tube lip, broken battery tube threads, cracked display window, cracked case near reservoir window and cracked case near the display window corners. The pump had a bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that the numbers were ramping on the screen so she took the battery out. It alarmed battery out limit when she put the battery back. She also stated that there were cracks on the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.